Manufacturer narrative:
The customer reported that the intercom was not working. Instructions were not heard by the patient, and the operator was unable to hear the patient. This occurred on a brilliance 64 CT system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) visited the customer site and evaluated the system. The fse determined that the audio cables were disconnected under the back cone cover which prevented the patient from hearing voice commands and announcements. This also prevented the operator from hearing any communication from the patient. The fse reconnected the audio cables to resolve the issue. No parts were ordered or replaced. The system is operational and in clinical use. This event has been determined not to be a reportable event.

Manufacturer narrative:
The customer, westpfalz klinikum gmbh standort 2 located in kusel, germany, reported the intercom was not working on (B)(6) 2017. Instructions were not heard by the patient, and the operator was unable to hear the patient. This occurred on a brilliance 64 CT system, serial number (B)(4). Was there any patient impact (rescan, radiopharmaceutical re-injection, injury)? The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. What were the investigation results (remote service, fse, applications, engineering, etc.)? This case is linked to sap case# (B)(4) and 1ems case# (B)(4); the fse confirmed that the date of occurrence was (B)(6) 2017. The customer called the philips helpdesk and reported the intercom was not working as instructions were not heard by the patient, and the operator was unable to hear the patient. The philips field service engineer (fse), (B)(4), attended the customer site and determined that the audio cables were disconnected under the back cone cover which prevented the patient from hearing voice commands and announcements; this also prevented the operator from hearing any communication from the patient. The fse reconnected the audio cables to resolve the issue. No parts were ordered or replaced. There was no patient impact and no harm to a patient, operator, or bystander as a result of this issue. On 18-dec-2017, an initial emdr 1525965-2017-00144 was submitted to the FDA; notification was made to the germany and china market groups (mg) on 19-dec-2017. The german mg responded that the ca was notified on 20-dec-2017. The china mg responded on 20-dec-2017 that they will not be reporting to the cfda due to the product license being expired. **add dates and notes for final reporting** technical review record (trr) (B)(4) was created on 22-dec-2017 to enact further investigation of the hazard associated with the microphone issue. On 03-jan-2018, a CAPA request form was sent to the CAPA functional account and on 08-jan-2018, this complaint was entered into the trackwise database under CAPA request (B)(4). On 22-jan-2018, CAPA request (B)(4) was closed as a duplicate record to existing CAPA (B)(4). Is the system operational? Yes, the system is operational and in clinical use. Correction: the philips fse confirmed that the audio cables were disconnected under the back cone cover; the audio cables were reconnected to resolve the issue. No parts were ordered or replaced. Cause: the philips field service engineer (fse) confirmed that the audio cables were disconnected under the back cone cover which prevented the patient from hearing voice commands and announcements; this also prevented the operator from hearing any communication from the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the intercom was not working. Instructions were not heard by the patient, and the operator was unable to hear the patient. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.